Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during cataract removal, the posterior capsule was kinked, which resulted in an anterior vitrectomy. The surgeon noted that the patient had zonular weakness (360 degrees), which was discovered at the time of surgery. The patient also had a small pupil, and iris retractors were required during the surgery. The surgeon used the laser only for fragmentation, and was able to successfully complete the procedure. In the opinion of the surgeon, the laser did not cause or contributed to the event. No further information is expected.